Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure in the common bile duct performed for the treatment of cancer on (B)(6) 2024. During the procedure upon plugging the spyscope into the controller there was no visualization. The spyscope was unplugged and plugged back in however there was no change. The procedure was not completed and was rescheduled for completion. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11 (investigation results): the returned spyscope ds ii was analyzed. During product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image issues. Functional testing in the form of articulation did not cause image to be disrupted. The reported complaint was not confirmed. With all the available information, boston scientific concludes the reported event was not confirmed. During product analysis, a live image was seen upon insertion of the device and no issues with device functionality was observed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure in the common bile duct performed for the treatment of cancer on (B)(6) 2024. During the procedure upon plugging the spyscope into the controller there was no visualization. The spyscope was unplugged and plugged back in however there was no change. The procedure was not completed and was rescheduled for completion. There were no patient complications reported as a result of this event.